Event description:
It was reported that a free flow of an unspecified medication occurred during use of a pump module. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a140502 - free or unrestricted flow (2945). Additional information: imdrf annex a,b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Please refer to manufacturer report number 2016493-2021-71081, 2016493-2021-71088 for the full investigation report.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a free flow of an unspecified medication occurred during use of a pump module. There was patient involvement but no harm.